Event description:
Technician alleged that this bed had no functions.

Manufacturer narrative:
Upon inspection, technician found one of the capacitors had expired. Technician replaced the printed circuit board to resolve.